Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the complaint was reviewed and this complaint should not have been reported since the patient reported that the rubber keypad is torn over the up and down arrow button and sometimes does not work. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 12/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: investigation revealed that all keypad buttons were under-responsive. The keypad cover was removed and contamination was observed under all contacts. The keypad was noted to be torn from below ok button to the middle of up arrow button. Unrelated to the original complaint, the display screen was dim and discolored.